Event description:
The customer reported a malfunction on the insulin pump, identified by the malfunction code malf 16- 0x20e6. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support arranged to replace the pump and advised the customer to use a backup pump to ensure continuous insulin delivery. The customer would receive a replacement pump with updated software along with training accessible via their tandem source account. Steps for handling the replacement were communicated, and the customer was informed to return the malfunctioning pump within 10 days using a return box and pre-paid label.